Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information patient alleging they have been experiencing some burning smell from the device, been ongoing ever since receiving it. There was no report of serious or permanent patient harm or injury. Using a known good power supply and power cord,the manufacturer was able to confirm the device powers on and provides airflow. During review of the error logs,the manufacturer determined that the device was likely reset prior to pil receipt due to the machine having 28.0 hours and 0 blower and therapy hours. 0 errors were logged. Care orchestrator data was not available for download. During the investigation, the manufacturer observed an unknown dust contaminant on the flip doors, pca, top enclosure, rear panel, ui panel, bottom enclosure, inside iso port, blower, blower box, and blower seal. The manufacturer observed black hairlike contaminant on the flip doors, top enclosure, rear panel, bottom enclosure, and blower. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the inside of the iso port, blower, and blower box. The manufacturer observed no odor through therapy and investigation. The manufacturer is unable to directly address any symptoms. The manufacturer cannot confirm the complaint of burning smell from the device, no odor was observed through therapy and investigation. There were no errors found. The manufacturer concludes there was evidence of sound abatement foam degradation in the device and was able to confirm the customer's complaint.